Event description:
According to the reporter: occurred during a laparoscopic partial gastrectomy procedure. The surgeon could not insert the device into the cavity because the seal did not work. Another device was opened to complete the procedure. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The safety shield did not move.